Event description:
It was reported that a shaft break and difficulty crossing the lesion occurred. The 100% stenosed, chronic total occluded (cto), target lesion was located in the circumferential calcified and moderately tortuous left anterior descending artery (lad). A 15mm x 3.00 mm wolverine coronary cutting balloon was advanced and a shaft broke due to difficulty crossing significant calcium. The procedure was completed with another device and there was no harm to the patient.

Event description:
It was reported that a shaft break and difficulty crossing the lesion occurred. The 100% stenosed, chronic total occluded (cto), target lesion was located in the circumferential calcified and moderately tortuous left anterior descending artery (lad). A 15mm x 3.00 mm wolverine coronary cutting balloon was advanced and a shaft broke due to difficulty crossing significant calcium. The procedure was completed with another device and there was no harm to the patient. The wolverine device was received and analysed. A visual and microscopic examination was performed on the returned device. A visual and tactile examination identified multiple severe kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No shaft break was identified. No issues were noted with the shaft of the device that could have contributed to the complaint incident. The balloon material was folded and had not been subjected to positive pressure. A visual and microscopic examination was performed on the balloon material and no damage or any issues were noted that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the tip, markerbands or blades of the device that could have contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break and difficulty crossing the lesion occurred. The 100% stenosed, chronic total occluded (cto), target lesion was located in the circumferential calcified and moderately tortuous left anterior descending artery (lad). A 15mm x 3.00 mm wolverine coronary cutting balloon was advanced and a shaft broke due to difficulty crossing significant calcium. The procedure was completed with another device and there was no harm to the patient. The wolverine device was received and analysed. A visual and microscopic examination was performed on the returned device. A visual and tactile examination identified multiple severe kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No shaft break was identified. No issues were noted with the shaft of the device that could have contributed to the complaint incident. The balloon material was folded and had not been subjected to positive pressure. A visual and microscopic examination was performed on the balloon material and no damage or any issues were noted that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the tip, markerbands or blades of the device that could have contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.